Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Tachycardia/stroke: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient on impella 5.5 support had a hematoma and oozing at the insertion site with crepitus noted. Heparin was not initiated due to the issue, but no intervention was performed. The hematoma and oozing eventually resolved. The patient also experienced small episodes of ventricular tachycardia when coughing. The patient also had right-sided weakness and unresponsiveness so a stroke code was called and the patient was sent for a computed tomography scan.

Event description:
It was reported that the patient was transferred to another facility and expired on an unknown date.

Manufacturer narrative:
Additional information received that the patient expired on an unknown date. B2, b5, h1 and h6 updated accordingly.